Event description:
It was reported that intima-ii y 24gax0.75in prn ec slm npvc had foreign matter in the tube. The following information was provided by the initial reporter: the front part of catheter tube was not smooth, and there was the steam in the extension tube. 2021-1-13 received an update from the sales representative. The description of the incident was updated as follows: the content of the complaint is that there is water vapor in the extension tube/the tip of the catheter tubing is not smooth, when opened the indwelling needle, the cardiac surgery department teacher found that there was water vapor in the indwelling needle extension tube, and there was a foreign matter on the tip of the catheter tubing that was not smooth and could not be used. One product was complained about, and the sample can be returned. Currently, through visiting the equipment department and clinical department, 150 have been replaced for the department. For other batches of products, the hospital equipment department requires that the same batch of products be replaced with other batches of products. This month, the hospital¿s complaint item number and batch are 6,700, and the hospital warehouse has 3,000. The rest have been received in various hospital departments and from the hospital warehouse. Randomly opened a piece of the same batch of indwelling needle catheters that felt foreign to the tip, and the catheter surface was not smooth. Therefore, colleagues from the quality department of the company are required to help with the inspection and give feedback to facilitate follow-up work.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 2/1/2021 h.6. Investigation: a device history review was conducted for lot number 9347655. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, visual evaluation of the submitted samples and the resulting review of the manufacturing process determined that the identity of the material is solidified silicone. Silicone is a material used to manufacture this device, and is applied to the catheter as a lubricant for reduced resistance during insertion. Excess application of the lubricant is currently possible due to limitations in the manufacturing process. See h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that intima-ii y 24gax0.75in prn ec slm npvc had foreign matter in the tube. The following information was provided by the initial reporter: the front part of catheter tube was not smooth, and there was the steam in the extension tube. On 2021-1-13 received an update from the sales representative. The description of the incident was updated as follows: the content of the complaint is that there is water vapor in the extension tube/the tip of the catheter tubing is not smooth, when opened the indwelling needle, the cardiac surgery department teacher found that there was water vapor in the indwelling needle extension tube, and there was a foreign matter on the tip of the catheter tubing that was not smooth and could not be used. One product was complained about, and the sample can be returned. Currently, through visiting the equipment department and clinical department, 150 have been replaced for the department. For other batches of products, the hospital equipment department requires that the same batch of products be replaced with other batches of products. This month, the hospital¿s complaint item number and batch are 6,700, and the hospital warehouse has 3,000. The rest have been received in various hospital departments and from the hospital warehouse. Randomly opened a piece of the same batch of indwelling needle catheters that felt foreign to the tip, and the catheter surface was not smooth. Therefore, colleagues from the quality department of the company are required to help with the inspection and give feedback to facilitate follow-up work.